Event description:
It was reported that during a routine device check, the right ventricular lead had high threshold and high impedance. Twiddler's syndrome was noted. The lead was reprogrammed and remained in use until the lead was repositioned about four weeks later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).